Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the clip feed sideways into the jaws? Yes. Did the clip feed slowly into the jaws? No. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? The device was not fired for the patient. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it fed 1 conforming clip and ejected the remaining 13 clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. A batch record review was performed and no anomalies were noted during the manufacturing process.